Event description:
As reported to coloplast though not verified, patient was implanted with restorelle p t mesh. Later the patient experienced dysuria, incontinence, nocturia, incomplete emptying, urinary tract infections, vaginal scarring, mesh erosion and exposure, furuncle [boil], vaginal discharge and a bladder stone. A removal of the vaginal adhesion band, excision of granulation tissues, cytoscopy, laser excision of bladder stone and exposed mesh were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.